Event description:
Cup is loose. And the patient wants rejuvenate taken out while we are in there. We are going to replace stem with restoration 205 and the cup with a new titanium shell.

Manufacturer narrative:
The event was not confirmed. The exact root cause of the event could not be determined as the devices were not made available for evaluation and insufficient information was received by stryker orthopaedics. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicates all devices accepted into final stock met specifications. Not returned to the manufacturer.